Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to severe mitral regurgitation, occurring approximately 5 years post device implantation. It was reported on (B)(6) 2011, two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr), reducing the mr from 4-4+ to 1-1+ with satisfactory results. On (B)(6) 2016, severe mitral regurgitation (mr) was noted. No treatment was provided. The study physician did not provide a relationship of the increased mr to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a cause for the reported worsening mitral regurgitation. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.